Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that during a follow up visit there was a noted treated ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that showed right ventricular (rv) lead noise. The patient was asked to move/raise hand during which rv lead noise was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the exposed right ventricular (rv) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage, and stretching. Analyst commented, the lead was returned with the distal conductor and the rv exposed coil stretched. Other than explant damage, there were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).